Manufacturer narrative:
(B)(4). The affected product has not been received. A f/u report will be submitted with investigation results should the product be received for eval.

Event description:
The customer reported the secondary of moxifloxacin back flowed into the primary bag, the yellow medication was seen flowing into the ns primary bag. The primary tubing was clamped above the secondary port and the secondary infusion continued. There was no report of pt harm. Medical intervention was not required. Although requested, no add'l pt or event details were provided.